Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The report came in when a patient indicated that following an implantable collamer lens (icl) implantation procedure, they experienced dry eye, blurred vision. Due to dry eye and blurred vision, medication is being used. The lens remains implanted. Cause of the event is unknown.